Event description:
Hcp reports pt with a catheter tip granuloma. Catheter placed at approx t3 and pt has significant pressure on spinal cord and was symptomatic. MRI confirmed the granuloma. Catheter revision and thoracic decompression performed in 2004. A follow up report will be sent when additional info is available.